Event description:
A nurse reported that during a procedure the system settings were different than the doctor selected settings. The system was turned off and on several times, but the setting remained until the handpiece was disconnected. The case was completed following a 30-45 minute delay. There was no harm to the pt.

Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting. The customer stated the system setting are different than the surgeon settings. The customer turned off and on the system several times, while a handpiece was connected. But the reported issue persisted. The customer disconnected the handpiece and turned the system off and on, and then the system settings were correct. The procedure was completed with the same system. The customer did not request service. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).